Event description:
A user facility clinical manager, registered nurse (rn), reported that a dialyzer blood leak occurred 2 hours into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The rn reported that the dialyzer casing had a crack at the bottom header. The leak was visually observed and noted to be a small amount of blood that leaked out of the crack and onto the floor. The fresenius 2008t machine did not alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was reported to be 275ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on the same machine with new supplies. The complaint device was discarded at the clinic.

Event description:
A user facility clinical manager, registered nurse (rn), reported that a dialyzer blood leak occurred 2 hours into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The rn reported that the dialyzer casing had a crack at the bottom header. The leak was visually observed and noted to be a small amount of blood that leaked out of the crack and onto the floor. The fresenius 2008t machine did not alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was reported to be 275ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on the same machine with new supplies. The complaint device was discarded at the clinic.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas (vision systems) and (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager, registered nurse (rn), reported that a dialyzer blood leak occurred 2 hours into a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The rn reported that the dialyzer casing had a crack at the bottom header. The leak was visually observed and noted to be a small amount of blood that leaked out of the crack and onto the floor. The fresenius 2008t machine did not alarm. Fresenius bloodlines were being used. The patient¿s estimated blood loss (ebl) was reported to be 275ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was able to complete treatment on the same machine with new supplies. The complaint device was discarded at the clinic.